Event description:
It was reported by service report that the weld was broken, the siderail would not latch up properly and there were sharp edges found at the side rail spindle. No patient involvement or adverse consequences are reported.